Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, pin 4 of the esd3 component was shorted to ground and there was contamination on the belt receptacle pins. The cause of the code 204 is the shorted pin and contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was producing service code 204.